Event description:
285 days after implantation of 3.0x16mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the inital procedure, the target lesion was (lad). A pre-intervention % stenosis was not reported. An intravascular ultrasound was performed, followed by the deployment of a 3.0x16mm taxus drug eluting stent in the lad. No information concerning post-intervention residual stenosis was reported. The patient reportedly had chest pain, throat/neckpain, and right and left arm pain during the inflation of the balloon. The patient received heparin, nitroglycerin, morphine, and plavix, during the procedure. No information concerning vessel tortuosity or calcification was reported. The patient's condition was reported as stable. The patient presented 285 days after the initial procedure with an in-stent restenosis in the mid lad. A pre-intervention restenosis percentage was not reported. An intravascular ultrasound was performed, followed by deployment of a 3.0x12mm taxus stent. No information concerning post-intervention residual stenosis was reported. The patient received plavix after the procedure. Complications were reported as "none." The patient's condition was reported to be "satisfactory/good."